Event description:
It wasreported to baxter that flogard infusion pump had a battery low alarm. Process step is not specified. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of alarm battery low was confirmed in the sample evaluation. The cause of the reported problem was identified to be that the device alarmed battery low due to the battery discharge below threshold, making the batteries inoperative. To resolve the reported problem, the main battery was replaced. If additional information becomes available, a followup report will be submitted.